Manufacturer narrative:
Based on the claim against the product by the customer noting recoverable fault, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse was able to reproduce the reported issue and replaced the universal surgical manipulator (usm) to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform a failure analysis. The failure analysis investigations confirmed/replicated the customer-reported complaint 23062 error with 1173 axes controller, carriage logic (accp) /32098 axes controller, motor (acm) on degree of freedom (dof) 8. The unit did not generate any related error during start-up in normal mode but failed carriage strength, carriage friction low, and carriage friction speed on dof 8 at the test platform. The technician found heavy debris/contamination/specks on dof 8 rotor mirror and instrument sterile adaptor (isa) printed circuit assembly (pca) s dof 8 mirror surface causing latency and hall edge to encoder error which was related to the reported error from the field. As a fix to the reported problem, degree of freedom (dof) 8 rotor and isa pca will be replaced. All other carriage rotors, gearboxes, main block, and presence pins will be replaced as a fix. The probable root cause is attributed to component acc/acm on the usm. The universal surgical manipulator (usm) was replaced to resolve the issue. This complaint is being reported due to the following conclusion: the customer had a recoverable fault after the start of the procedure due to issues with usm1. The isi field service engineer (fse) was able to reproduce the reported issue and replaced the usm. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted inguinal hernia -unilateral procedure, the operation room (or) staff contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) to check the logs regarding recoverable faults they experienced during two procedures. The or staff stated that the staff power cycled the system, but the issue remained. The isi tse reviewed the logs and found 23062 errors on the universal surgical manipulator 1 (usm). The isi tse recommended swapping out the patient side cart (psc) if there was another psc available to avoid the error altogether until service could be performed. The procedure was completed with no reported injury. Isi followed up with the robotics coordinator (roco) and obtained the following additional information: the roco informed intuitive the procedure was completed robotically with all four arms with the same psc.